Manufacturer narrative:
For the investigation the logfiles were analysed. The described failure "poti unplugged" could be confirmed. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The device has been repaired by replacement of the front plate, which includes the potentiometers. The alarms were tested and found to be good. Investigation of the front plate showed that an oxide layer on the contact area at a potentiometer developed which increased electrical resistance, finally resulting in the reported malfunction.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported, that the oxylog 3000 stopped ventilating during the patient transport and the failure message "o2 poti unplugged- inform dräger service" was displayed. It was reported that the o2 saturation fell to 70%. No patient injury was reported.